Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass. No blank display noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump had a black display. The patient's blood glucose level is 107mg/dl. Trouble shooting was conducted and found it was caused from a drop. Device is being returned. No further information available.